Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy"), migraine ("migraine") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, hypersensitivity, migraine and headache outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events : migration, dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse),bleeding: general abnormal bleeding, allergy,migraine, headaches, device monitoring procedure not performed were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device: coils are not in place') and genital haemorrhage ('general abnormal bleeding') in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included bruising, menopause, tubal ligation, cesarean section, anxiety, add, adhd, bipolar disorder, depression, meningitis, multiple sclerosis, schizophrenia, seizures, chronic back pain, fibromyalgia, cholecystectomy, vulvovaginitis nos, leukorrhea, not specified as infective, offensive vaginal discharge (presents alone, c/o vaginal d/c with foul odor, dark brown discoloration and irritation x 3 d. Quality,), vaginal irritation, diarrhea, vomiting, weakness, syncope and musculoskeletal stiffness. Concomitant products included cefixime (flexeril), naproxen and tramadol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and amnesia ("neurological conditions or problems type: memory loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), migraine ("migraine"), headache ("headaches") and menorrhagia ("abnormal bleeding (menorrhagia)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, hypersensitivity, migraine, headache, vaginal haemorrhage, menorrhagia, nausea, amnesia and weight increased outcome was unknown. The reporter considered abdominal pain, amnesia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 32.88 kgs. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Event verbatim was updated as- migration/migration of essure device: coils are not in place. New event added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nausea, memory loss and weight gain were added. Medical history, concomitant drugs and lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device: coils are not in place') and genital haemorrhage ('general abnormal bleeding') in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included bruising, menopause, tubal ligation, cesarean section, anxiety, add, adhd, bipolar disorder, depression, meningitis, multiple sclerosis, schizophrenia, seizures, chronic back pain, fibromyalgia, cholecystectomy, vaginitis, leukorrhea, not specified as infective, offensive vaginal discharge (presents alone, c/o vaginal d/c with foul odor, dark brown discoloration and irritation x 3 d. Quality,), vaginal irritation, diarrhea, vomiting, weakness, syncope, musculoskeletal stiffness and live birth (B)(6) 2009. Concurrent conditions included acute vaginitis. Concomitant products included cefixime (flexeril), naproxen and tramadol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and amnesia ("neurological conditions or problems type: memory loss") and was found to have weight increased ("weight gain/loss (spcify which one): weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), migraine ("migraine"), headache ("headaches"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight fluctuation ("weight gain/loss (spcify which one):fluctuation"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, hypersensitivity, migraine, headache, vaginal haemorrhage, menorrhagia, nausea, amnesia, weight increased and weight fluctuation outcome was unknown. The reporter considered abdominal pain, amnesia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2011. Approximate weight at time of essure placement: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 32.88 kgs. Pregnancy test - on (B)(6) 2013: serum hcg, qualitative: positive. Impression: near syncope; pregnancy, new diagnosis. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. New event: weight gain/loss (specify which one):fluctuation was added. New reporter, plaintiffs information added. Concomitant and historical condition added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.